Event description:
I have had breast implant related symptoms since a few moths following surgery. These symptoms include but not only: new onset anxiety, ringing in my ears, vision decline, decrease in libido, capsular contracture grade 4, memory ability changes, sleep disturbances, occasional vertigo, fatigue, mood changes, temperature intolerances. FDA safety report ID # (B)(4).